Event description:
Blood bank reagent is giving false negative results. This is the immucor echo antibody screening reagent lot number163. A patient with a known anti-e had negative antibody screen (as). Per sop (standard operating procedure), this patient was due to repeat antibody identification panel which was positive anti-e. The repeat as by same methodology on the galileo instrument was positive for anti-e cell. The repeat as by different lot number (167) on echo instrument was pos anti-e cell. All previous days specimens were repeated. One other patient with a known anti-e was negative with lot number 163, but positive with lot number 167. Other 25 specimens all negative, agreed with initial as results of negative with lot number 163.further investigation showed there were 238 specimens to be repeated with new lot number. A patient presented to emergency department with signs and symptoms of a delayed hemolytic transfusion reaction. The patient has no previous blood bank history. The as was negative with lot number 163. Post transfusion specimen identified anti-e. The pre-transfusion specimen was repeated with new lot number 167 and with the manual method. The result was negative with both. This patient had a delayed hemolytic transfusion reaction that could not be predicted or avoided.review of all qc (quality control) records showed lot number163 passed all qc run with every batch. Review of qc and maintenance records up-to-date and shows echo instrument operating normally. Investigation is still ongoing. Repeat of specimens with new lot number is on-going. Manufacturer notified and investigation is on-going. FDA reportable incident when all facts are known. As of today, no transfusion appears to be at risk. Immucor (manufacturer) was notified when we first identified the reagent problem. Director has been in touch with them daily. Immucor said they know they must also notify FDA. I'm not sure if they have. Immucor has also not issued any recall of the lot number as yet.all echo specimens were tested with a new lot number of reagent screen strips. Some specimens had already been discarded because of expiration date and could not be tested.there were 313 specimens retested with lot 167, 7 specimens were qns (quantity not sufficient) for repeat testing and 17 had positive ab (antibody) screens.there were13 positive results agreed with initial testing with lot 163. Antibody specificities were: d (4), k (4), fya (1), warm auto (1) and e (3). Note: 3 examples of known anti-e were detected with lot 163 prior the last date of this event.there were 4 positive results that did not agree with initial testing with lot163. All 4 showed weak reactions. Antibody identification was performed and all clinically significant ab (antibodies) were ruled out or determined to be clinically insignificant.conclusion:the 2 false negatives probably used reagent strips from the same pouch. Due to the fact the lot 163 did detect anti-e on specimen tested earlier, it is reasonable to assume that the strips stored in this pouch in use were compromised. Strips are highly sensitive to humidity and have a humidity indicator in each pouch. Staff does check this indicator prior to each use, and the indicator for this pouch had been tossed when the last strip was used for the index patient. Lot 163 has been discontinued from use and will be replaced by immucor. The incident was communicated to immucor. FDA notification is not necessary as blood was not transfused with incorrect results.======================manufacturer response for screening reagent, immucor echo antibody screening reagent (per site reporter)======================